Event description:
During a total knee replacement surgery, from the loaner instrument set, the depuy attune impactor handle broke while in use. It broke into 3 pieces. It broke where the red plastic level is attached and spring came out. All pieces were retrieved from the sterile field and sequestered. No injury to pt or delay of care.